Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the root cause of this issue on a galileo unit was determined to be due to patient secretions on the membrane of the flow sensor, which may have caused the tidal volume alarm to trigger. We agree with the original identified root cause. As a result of this investigation, it has been confirmed that the device failed to meet its specifications at the time of the issue while the ventilator was in use. Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempt will be made to obtain additional information. The allegation in this case was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future, hamilton medical ag will report any issue similar to this case, as it has been deemed to be a reportable event.

Event description:
The patient was sent to the operating room at about 10:30 on mar. 29 due to appendicitis. Laparoscopic appendectomy was performed under general anesthesia. The anesthesia procedure went smoothly. The patient was sent to the resuscitation room at 12:22 and connected to the ventilator. During the resuscitation process, the ventilator worked normally. Then a sudden failure occurred at 12:36, the machine could not operate normally, and the tidal volume did not meet the set requirements galileo made in 2013 another backup ventilator was immediately prepared to continue the resuscitation. Since the problem was found timely and measures were taken accordingly, the patient was not affected by the defective machine and all vital signs kept normal. After extubation with consciousness, the patient was safely transferred to the ward.